Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was diagnosed with a bezoar. On an unreported date, the j tube was cut and pushed into the stomach, duodopa was administered through the peg tube until the j tube came out in the stool. On (B)(6) 2022, it was reported that the j tube came out in the stool, and a new j tube was inserted.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was diagnosed with a bezoar. On an unreported date, the j tube was cut and pushed into the stomach, duodopa was administered through the peg tube until the j tube came out in the stool. On (B)(6) 2022, it was reported that the j tube came out in the stool, and a new j tube was inserted.